Manufacturer narrative:
No.1 affiliated hospital of the (B)(6) medical university. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the radial vein. After a 035/80 zipwire hydrophilic guide wire successfully crossed the lesion, a 5.0 x40, 40cm gladiator¿ balloon catheter was advanced to dilate the lesion. However upon inflation at 10 atmospheres, the balloon failed to inflate. The device was removed and the balloon was inflated outside the patient's body, but the balloon still failed to inflate. A 6.0 x40, 40cm gladiator¿ balloon catheter was then advanced. However upon inflation at 8 atmospheres, the balloon also failed to inflate. A vessel perforation was then noted. The 035/80 zipwire hydrophilic guide wire was immediately removed and the metallic core was exposed at the tip. A non-bsc wire was then placed and another gladiator¿ balloon catheter was advanced and sealed the perforation. A surgical operation was then performed to treat the perforated vessel. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified in the mid body of the balloon. A visual and microscopic examination identified no issues with the markerbands that may have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the radial vein. After a 035/80 zipwire hydrophilic guide wire successfully crossed the lesion, a 5.0 x40, 40cm gladiator balloon catheter was advanced to dilate the lesion. However upon inflation at 10 atmospheres, the balloon failed to inflate. The device was removed and the balloon was inflated outside the patient's body, but the balloon still failed to inflate. A 6.0 x40, 40cm gladiator balloon catheter was then advanced. However upon inflation at 8 atmospheres, the balloon also failed to inflate. A vessel perforation was then noted. The 035/80 zipwire hydrophilic guide wire was immediately removed and the metallic core was exposed at the tip. A non-bsc wire was then placed and another gladiator balloon catheter was advanced and sealed the perforation. A surgical operation was then performed to treat the perforated vessel. No further patient complications were reported and the patient's status was stable.